Manufacturer narrative:
The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately high compared to another device. On (B)(6) 2011, the patient spoke with the director of post market risk management and surveillance and refused to speak with a medical surveillance specialist (mss). The patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation and any additional information offered by the patient per her conversation with the head of medical surveillance. The alleged issue began in (B)(6) (year not confirmed). At an unspecified time after, the patient stated she purchased another device. The patient reported blood glucose results of "253 mg/dl" with the subject meter and "189 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). Prior to comparing meter results, the patient stated she has been adjusting her insulin based on the alleged inaccurate results obtained from the subject meter. As a result of action taken, the patient claimed she felt low blood glucose symptoms including shakiness and feeling cold. The patient stated she took "glucose" as treatment (type not clear). At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca walked the patient through a control solution test which fell within range. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia.